Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from (200-270 mg/dl) the customer would change out supplies and addressed elevated bg levels. The customer believes elevated bg levels were due to pump therapy. Review of pump data did not indicate issues with the pump. Customer would use different infusion set then what is used with the pump. The infusion set could be a factor to the elevated bg levels. However, the customer declined. Reportedly, since (B)(6) 2016 the customer reverted to backup pump.